Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic atypical pulmonary resection, when on parenchyma resection, the first stapler was able to fire, there was poor formation of distal staples and the staple line was incomplete and was fixed by new firings. The second stapler, did not fire, the surgeon was able to press the green button and squeeze the handle, there was poor staple formation of the distal staples and the staple line was incomplete. As stated, they reinforced and protected the staple line to prevent air leaks with sealant and used another device to complete the case. There was no patient injury.